Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt had the scs system explanted approx two months ago because she felt the system was not helping with her pain. The sjm rep did not know of any issues with the devices; however, the pt was not satisfied with the stimulation.